Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 112 mg/dl. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).